Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to insert the device over a guide wire was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty inserting the guide wire include, but are not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot, patient artery anatomy variables). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, when inserting the 0.035 guide wire into the prostyle, it was unable to advance through the device. The prostyle device was removed and a new prostyle was used with the same guide wire without issues, successfully achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.